Manufacturer narrative:
D2b.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 163 mg/dl. The customer declined to perform further troubleshooting and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.